Event description:
Medical affairs to patient and obtained the following information: for the past 2 days patient had been vomiting. Patient tested the blood glucose in the morning and obtained a 130mg/dl. Patient took the set amount of oral medications. Around 4:30pm, patient decided to go to the md's office since patient was not feeling well. Md tested them at the lab and obtained a 603mg/dl. He advised patient to be admitted in the hospital. Prior to going to the hospital patient went home and tested the bg on the lfs meter and obtained a 312mg/dl. Patient was admitted in the hospital for two days and was treated for hyperglycemia. Customer service was unable to resolve the issue and sent patient a new meter.